Manufacturer narrative:
Device evaluated by manufacture: a 12 x 5.00mm synergy megatron stent delivery system (sds) was returned for analysis. The manifold and hypotube were not returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual, tactile and microscopic examination of the outer and inner lumen and mid-shaft section found a break at the site of the wire exchange port. The shaft polymer extrusion was stretched, 31.8cm from tip of device. The stent was deployed successfully. Balloon cones were reviewed, blood was identified within, and the balloon was subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 12 x 5.00mm synergy megatron drug eluting stent was selected for procedure. The stent fully deployed at 12 atmospheres, the balloon was inflated and deflated correctly. During the pullback, the shaft was broken, and the balloon remained in the vessel. The physician was able to pull out the balloon without any problems. The device was removed, and the procedure completed successfully with this device. There were no patient complications reported and the patient discharged home as planned.

Event description:
It was reported that shaft break occurred. A 12 x 5.00mm synergy megatron drug eluting stent was selected for procedure. The stent fully deployed at 12 atmospheres, the balloon was inflated and deflated correctly. During the pullback, the shaft was broken, and the balloon remained in the vessel. The physician was able to pull out the balloon without any problems. The device was removed, and the procedure completed successfully with this device. There were no patient complications reported and the patient discharged home as planned.